Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. There was no reported impact to the customer's blood glucose level. The customer continued to use the existing cartridge.